Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse that the customer is in diabetic ketoacidosis and has a blood glucose of 652 mg/dl. The insulin pump was alarming and it cannot be cleared. The nurse is unable to troubleshoot and will call back. Nothing further reported.